Event description:
The reporter stated that the device leaked during use. The stopcock was reportedly leaking around the handle area. Reportedly, the patient required a transfusion due to a several cc of loss of blood. Reportedly, the patient recovered with no incident related medical sequela associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.